Event description:
Reference number (B)(4). Event occurred in romania. It was reported that the patient faced an event of tubing detachment with an infusion set after being used for less than 1 day. Location of detachment was reported to be tubing connector. There was no stress or pull reported on the tubing. Patient was instructed to return and replace infusion set. No further information available.

Manufacturer narrative:
E1: (B)(6).